Event description:
It was reported that on (B)(6) 2011 a cs-25855 had been inserted into a patient with known chlorhexidine sensitivities. The patient went into immediate cardiac arrest and resuscitation was performed, including open heart massage for 26 minutes before the patient could be revived. The patient was transferred to intensive care unit and underwent 24 hours of therapeutic cooling while on ventilation. On (B)(6), the patient was removed from the ventilator and rewarming was started. The patient had not yet regained consciousness and thus they are unable to determine if brain function has been impaired. Additional information received on (B)(6) 2011 indicated the patient was a (B)(6) male who had been admitted for an aortic valve replacement and coronary artery bypass graft (CABG) due to a mitral valve prolapse. The event occurred in the operating theatre. He had recently been identified as having a sensitivity to chlorhexidine with no other allergic history and no other co-morbidities. With this knowledge a preoperative plan was made and an arrow 5 lumen catheter was to be used. Product code cs-25855 was chosen as the outer packaging did not indicate clearly the presence of chlorhexidine within this set. It was also noted the wording "contains no medication" on the outer packaging. The packaging states enclosed is a multi-lumen indwelling catheter 8.5 fr x 20 cm radiopaque, polyurethan blue flex tip, arrow antimicrobial surface treatment, extension line clamps, injection site caps. The patient received his induction drugs well and there was no indication of any adverse reaction from the patient prior to the insertion of the catheter. Immediately on insertion of the catheter via the internal jugular vein, the patient had an anaphylactic reaction and entered cardiac arrest. The catheter was removed immediately and replaced with an arrow 8.5 fr sheath, product number si-09806, and a swan ganz catheter. CPR was performed and the patient's chest cavity was opened so open heart massage could be performed. The patient was unresponsive for 26 minutes in total and over this period 29ml of adrenalin was administered. Following this, the patient was transferred to the intensive care unit and has undergone 24 hours of therapeutic cooling under ventilation. The patient has been rewarmed this afternoon (B)(6), but it is yet unknown if brain function has been compromised. Additional information received from the distributor on (B)(4) 2011 indicated the latest report they have had is that the patient has been discharged from the ICU and step down unit, but is very confused still. The anaesthetist believes the patient has post asphyxia brain damage, but has said it is too early to say how permanent the damage will be.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.